Event description:
In (B)(6) 2023 my pulmonary doctor prescribed supplemental oxygen 24/7. The inogen g5 portable oxygen was the one that was prescribed. From (B)(6) 2023, I've had five different inogen g5's all were defective and failed with errors indicating they were not supplying the proper oxygen. The last two units after less than 36 hours of service. Inogen customer service was contacted after every failure and their solution was to send another defective unit. Inogen obviously has a serious defect and quality problem with their product. Depending when the unit fails, it can take up to 5 days to get a replacement. A complaint was filed with the bbb about inogen's defective product. We did not reach an agreeable solution. In fact, inogen response contained two false statements. Reference reports mw5122856, mw5122857, mw5122858, mw5122859.